Event description:
The MFR received info alleging a ventilator malfunction. No pt harm or injury was reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's active exhalation control module was replaced to address this issue.